Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system drawer failed due to the tightened internal rubber stopper in the bearing track. A field service engineer, pulled open and exercised drawer to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es drawer could not be opened in auxiliary when the user attempted to recover it. The customer stated that they were able to recover or use alternative means to get meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer found that the issue was due to tightened internal rubber stopper in the bearing track. A field service engineer pulled open and exercised drawer to resolve the issue. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the bd pyxis medstation es drawer could not be opened in auxiliary when the user attempted to recover it. The customer stated that they were able to recover or use alternative means to get meds. There were no adverse events or injuries reported based on this incident.